Event description:
In 1998 the pt was pregnant with their first child. After taking an airline fight, they reportedly developed pulmonary emboli. Subsequently, pt was taken to hosp. A titanium greenfield vena cava filter was implanted via the right jugular in 1998. The pt presented in 2003 to a vascular surgeon requesting an evaluation of the previously implanted greenfield filter. At that time, dr determined that one strut of the implanted filter had fractured.